Manufacturer narrative:
Unit alarmed compromised force sensor system during basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion, prime/compromised force sensor system, the excessive no delivery test due to compromised force sensor system alarm. Insulin pump passed the self-test and unexpected restart test. All operating currents are within the specification, no unexpected low battery or off no power alarm noted. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, cracked pump belt clip slot, and missing end cap sticker. No moisture damage inside insulin pump noted. No fluid inside battery compartment noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's physician reported that the insulin pump was damaged. The insulin pump was exposed to moisture. Fluid was in the battery compartment. The customer inserted a new battery and the display did not reappear. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.